Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2023-02946. It was reported the patient is not receiving effective therapy due to high impedances and experiencing pain at the ipg site. Reprogramming was able to provide the patient with bilateral coverage. Surgery took place wherein the scs system was explanted and replaced to resolve both issues.